Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning for undefined high impedance on the right ventricular (rv) lead. Rv capture could not be confirmed on magnet electrograms (egm) and possible rv lead fracture was noted. Possible undersensing was also noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.